Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The customer reported the device was discarded. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the stent delivery system (sds), negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Without the product to examine, a conclusive cause for the reported stent dislodgment could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that during prepartion of the 3.5x15 rx promus stent system, the stent dislodged outside of the anatomy. No force was applied and the stent was not mishandled. A new promus of the same size was used successfully. There was no significant clinical delay in the procedure. Though requested, no additional information was provided.